Manufacturer narrative:
The customer reported that the device was intermittently failing to power up. A philips field service engineer evaluated the device at the customer site and localized the issue to the energy select switch. In 2009, the hospital biomedical engineer reported that replacing the energy select switch resolved the issue.

Event description:
The customer reported that the device was intermittently failing to power up.